Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application issue. A field service engineer manually installed remote support services to address the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system screen got stucked and displayed a blue screen. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this incident.